Event description:
New information received notes the recommended programing changes were completed. No re-occurrence was observed since reprogramming. The patient was stable.

Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.